Event description:
It was reported to nuvectra that the patient experienced ineffective stimulation due to the leads originally used. The charging issue was due to the flipped stimulator. Subsequently, a revision was performed to re-position the stimulator and the leads were replaced.